Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker impedance was greater than 3000 ohms. An x-ray was taken which revealed that the right ventricular (rv) lead may not have been fully inserted into the header of the pacemaker. A loose setscrew on the device was suspected. A revision procedure was performed where the lead was disconnected and then reconnected. When reconnecting the lead the physician experienced difficulty inserting it into the header. Ultimately the lead was able to be inserted and both the lead and device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the reported field observations.

Event description:
Boston scientific received additional information that the patient died approximately 3 months later. There were no reported allegations that this prior issue caused or contributed to the patient's death.